Manufacturer narrative:
The device has been received for analysis. Upon evaluation of the returned product, the dilator was observed with damage to the hub. During the decontamination process, flushing was successfully performed. Visual inspection revealed that the syringe was returned as a separate component, with the broken luer from the dilator lodged inside the syringe tip. While the exact cause cannot be confirmed, it is possible that a stress concentration at the luer interface contributed to the observed damage. This stress may have influenced air ingress into the syringe and, under additional load, resulted in the luer fracture. Therefore, the most likely root cause is considered to be "cause traced to device design."

Event description:
It was reported that versacross connect access solution for faradrive was selected for ablation procedure. During the procedure, the sheath was aspirated once inserted into the right atrium, and air was noted. Additionally, when the syringe was removed, the port snapped off. The luer of the dilator broke off. The versacross faradrive connect was inside the faradrive sheath and positioned in the superior vena cava for transseptal access. While aspirating the faradrive connect continuous air was seen in the syringe. At this time, the physician noticed the proximal portion of the device where the syringe attached was damaged and broken. The device was replaced and case continued without issue. No other sheaths had issues with air aspiration. Thus the device was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific's post market laboratory.

Event description:
It was reported that versacross connect access solution for faradrive was selected for ablation procedure. During the procedure, the sheath was aspirated once inserted into the right atrium, and air was noted. Additionally, when the syringe was removed, the port snapped off. The luer of the dilator broke off. The versacross faradrive connect was inside the faradrive sheath and positioned in the superior vena cava for transseptal access. While aspirating the faradrive connect continuous air was seen in the syringe. At this time, the physician noticed the proximal portion of the device where the syringe attached was damaged and broken. The device was replaced and case continued without issue. No other sheaths had issues with air aspiration. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.